Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that the doctor said the blade did not feel secure in the handpiece. The doctor noted that the blade felt like it was going to " jump off" the handpiece. They tried another blade on the handpiece and it worked just fine.there was no known patient impact.